Event description:
It was reported that the pt underwent a plf in 2003. It was reported that x-rays showed rods broke at both sides recently, however, the pt did not complain of pain. Fusion was reportedly completed. The surgeon believes that the rod broke possibly because it has been a long time since fusion was completed, and the advanced kyphosis was the contributing factor of the rod's breakage. A revision surgery will be performed in 2009 but it will not remove the whole construct in consideration of the pt's age. A revision surgery reportedly will be performed to fix the area where the rods are broken.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the root cause of the event. Medtronic does not believe this reported event to be related to the product performance, manufacture or design. We are filing an MDR for notification purposes.